Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "surgeon states that drill was fully seated in barrel before power was engaged. Upon pressing trigger to begin drill spinning drill bit became captured within the barrel. Doctor then disengaged drill bit from barrel and completed peg holes utilizing a free-hand technique. Doctor states no other complication."